Event description:
A facility reported that the swivel lock of the mayfield composite series skull clamp (a3059) was moving when tightened and pressure is applied. No patient injury, or surgical delay was reported.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that there was slight up and down movement in the lock. The disk ratchet and retainer were replaced due to wear. All worn components were replaced with new parts, and general maintenance and cleaning were performed. Root cause - complaint confirmed via inspection of the unit. There was movement present in the lock and it required replacement of worn components from routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.